Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. As previously stated in this report, the customer said they use microzid sensitive wipes and incidin plus for disinfecting and said both disinfectants contain ammonium compounds. Benzalkonium is classified as an ammonium compound and is a known sodium sensor interferent as stated on the rp 500 operator's manual. The customer changed the measurement cartridge and reported that the values are as expected.

Event description:
The customer reported a discrepant low sodium result on the rp 500 when compared to a non-siemens lab analyzer. The customer stated that they use microzid sensitive wipes and incidin plus and stated both disinfectants contain ammonium compounds. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data files. The review shows the measurement cartridge with stable performance until a large benzalkonium interference occurs. The result of this exposure is so severe that the recovery of samples continues to be impacted until the measurement cartridge is removed. The customer confirmed they are using two brands of cleaning wipes that contain benzalkonium compounds. Per the rp500 operators manual, benzalkonium is a known interferent to the rp500 na+ sensor and should be avoided.